Event description:
It was reported that the pt is experiencing pain when walking or even just standing.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that the patient is experiencing pain when walking or even just standing. Additional information received: plaintiff alleges the right rejuvenate hip implanted on (B)(6) 2012 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and received, will be provided in a supplemental report.